Event description:
The customer biomed reported that a plastic cover fell off of the light arm on mayo cart in operating room #1. Cover landed on surgical instruments which were placed on top of mayo cart away from patient. Instruments were no longer sterile and a new instrument kit had to be used. There were no reports of any adverse impact on patient. (B)(4).

Manufacturer narrative:
A maquet representative went to the site to collect additional information concerning the reported event. The representative found the customer was using adhesive tape to secure the covers to the surgical light. The customer alleges that they did this because the screws that hold the covers come off after some time when the light is moved around. It appeared to the maquet representative that the lights had been handled roughly, causing damage to the fastening tabs. The customer has elected not to have maquet service repair this discontinued device. They have ordered replacement covers and will be installing the covers themselves. The yearly maintenance program in the hanaulux 2000 series operating manual includes a verification of the plastic parts by a specified technician every six months. Maquet is not the primary service provider of this light. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.